Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. We tested the standby current of returned meter, the result was 1.0a. The criteria is <55a. Pass. Meter setting, audio and all buttons function are ok. We tested the suspected meter with in house control solution and in house strips (strip lot number:d160526-1). The control solution tests for level low were 54/59 mg/dl, for level high were 250/258 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~300 mg/dl. All results were within the acceptance range. Pass. Because patient did not return her strips, so we tested the suspected meter with retain strips of same patient's batch from our warehouse (strip lot number:d170104-2 ). The control solution tests for level low were 56/56 mg/dl; for level high were 261/259 mg/dl. The request control solution ranges are: level low 40~90 mg/dl; level high 210~320 mg/dl. All results were within the acceptance range. Pass.

Event description:
It was reported that medical attention was sought on (B)(6) 2018 at 12:00 pm after the end user alleged that she received higher than normal blood glucose results from her prodigy diabetes meter. The end user performed a blood glucose test with her prodigy diabetes meter and received a result of "hi". She did not experience any significant symptoms but out of concern for the high reading the end user was taken to the ER. Upon arrival to the hospital a blood glucose test was performed with the hospital's meter and the result was 240 mg/dl. Subsequently no further testing or treatment were administered. After 2 hours in the ER the end user was discharged with no additional instructions. No additional details were provided in regards to this medical event.